Manufacturer narrative:
The patient had experienced a "crumbling" restoration and returned to the office within two (2) days of placement. The doctor removed the restoration and replaced it using a different product, without further incident. A physical evaluation was performed on the returned product, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that three (3) patients had experienced a restoration which had crumbled apart after placement with the alert condensable composite. This is the second of three (3) reports.